Event description:
The valve was set on its higher pressure setting but the patient suffered from overdrainage. It was exchanged for a valve with a higher pressure range.

Manufacturer narrative:
The returned device was analyzed following our quality control procedure. Visual control: no deposits can be seen inside the valve, and there are no marks on the body. Upon return, the rotor was set on the fifth position, the highest operating pressure. Functional control: flushing air and alcohol through the valve remains possible as well as the adjustment of the valve. All operating pressures measured fall within their specifications, except for the two highest, which are slightly higher than expected. These measurements cannot explain the situation of the user, whose patient suffered from over-drainage. It is more likely that the patient condition has evolved because the user replaced the valve by another model, which was set on a much higher operating pressure. In conclusion, the valve used by the physician was no longer suited to the patient condition and just needed to be replaced by another model.

Event description:
The valve was set on its highest pressure setting but the patient suffered from overdrainage. It was exchanged for a valve with a higher pressure range.